Manufacturer narrative:
Eval summary: two devices were returned in good condition. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The devices were tested on a generator and no error codes were noted. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic sigmoid resection, the device had a solid tone during the case. No error codes shown. The case was completed by replacing the blade. No pt consequence.